Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known and customer consumed carbohydrates to address bg. Reportedly, the customer fell and received bruises on their hands and face due to the low bg event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.